Event description:
It was reported that the patient had an initial knee procedure with oxford implants on an unknown date. Subsequently, was revised due to unknown reason changing to persona implants. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown oxford femoral component item# unknown lot# unknown. Unknown oxford tibial component item# unknown lot# unknown. Visual examination of the provided pictures identified an explanted tray, bearing and femoral component. The photo was reviewed for any causes of loosening and migration of the tray identified from the xray review; however the underside is not visible, and no conclusions could be drawn therefore from the photograph. Review of the photograph of the bearing identified and area in which it had worn through. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a radiologist. The review identified a left medial unicompartmental arthroplasty is present. There is radiolucency along the medial and lateral cement / bone interface of the tibial implant which appears loose and subsided medially. The femoral implant is unremarkable. There is mild subluxation at the implant articulation. Bone quality is markedly osteopenic. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.